Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was exchanged for a longer lens within the same surgery. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).